Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via trial that the index procedure was 2008. Predilatation was performed prior to stenting with one xience v in the ostial rca. A second xience v stent was implanted in the mid lad. No procedural complications were noted. The following month, the patient experienced angina, and epigastric discomfort. Patient experienced these symptoms after a vacation where he had been unusually active. Patient was rehospitalized and percutaneous coronary intervention was performed on the ostial rca. No additional event or patient information is available.

Manufacturer narrative:
Other- epigastric discomfort-not labeled. Results and conclusion summations- product performance engineering reviewed the incident. Angina and restenosis are risks of coronary stenting, as listed in the xience IFU, are potential adverse events and not necessarily an indication of a product quality issue. Epigastric discomfort could be associated with overall health and condition of the patient or medications being taken. Possibly the reported angina and epigastric discomfort are secondary effects of the restenosis, which was treated with ptci requiring hospitalization. A conclusive root cause for the reported patient effects and the relationship to the product cannot be determined.